Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event occurred during the initial drain on the home choice (hc). The technical service representative (tsr) had the home patient (hp) cycle power and closed all the clamps. The drain volume (dv) equaled 211ml. The tsr assisted the hp to end therapy and instructed the hp to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.